Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence with rectal incontinence and vaginal pressure. The procedure performed was an anterior and posterior vaginal repair with pereyra urethropexy.

Manufacturer narrative:
Tracking number: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged complications post device implant, experienced pain and prolapse.